Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 h3 h6 clarification to the reason for reoperation: saline "rupture" (deflation). Laboratory analysis summary the device related to the reported event of deflation was received on may 06, 2025. With lot number mcghan330cc. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as surgical damage, delamination diaphragm valve side assessed as adhesive failure and opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
"Leaking valve" observed intraoperatively and "hole in valve" reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6a, d6b, d9, g1, h3, h6.

Event description:
The device has been explanted and replaced.